Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported that a four denali screws became loose post-operatively.

Manufacturer narrative:
In the fluoro images provided, it can only be confirmed that one set screw has loosened/ disengaged from the tulip. In the event that a set screw loosens or disengages, it is possible that the set screw may have been under torqued upon index surgery. It is also possible that the rod was not fully seated upon index surgery. Either of the latter situations may have caused the capture strength of the set screw/ tulip locking mechanism to weaken upon loading and dynamic motion over the two-year time period. A weakened locking mechanism could have led to the set screw disengaging from the tulip. The rod slippage could have resulted from the weakened capture mechanism. However, as the parts were not available, the set screws could not be inspected to reach a conclusive root cause. Manufacturing records were reviewed, and no relevant manufacturing issues were found.

Event description:
Physician reported that four denali screws became loose post-operatively. Revision surgery has occurred.